Event description:
It was reported that vessel dissection occurred. The target lesion was located in the right coronary artery. After a synergy xd drug-eluting stent (des) was implanted, a dissection was noted in the distal stent. A 4.00x28mm synergy xd des was selected for bailout to dissection but resistance was encountered when the device was delivered. The procedure was completed by replacing a different device together with a guide extension catheter. No patient complications were reported.